Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Event description:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The report that the patient had an ipg revision due to receiving ¿replace generator soon¿ image was confirmed. Analysis and longevity calculation found the device had declared eri and had normal battery depletion due to usage.